Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s battery died about three years prior to the report. He was having ongoing trouble charging the battery since implant, and he felt that it was not helping with pain relief, so he did not continue to charge. The failure to charge resulted in an overdischarged battery. He also complained that more recently, the battery was uncomfortable when sitting and constantly rubbing against his belt line. They attempted to read out the device with the clinician programmer and implantable neurostimulator recharger, but connection was unsuccessful. The battery was explanted on the day of the report, and the battery was found in the pocket upside down. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Event description:
A health care professional reported that the patient felt that the generator site was painful and unmanageable in his activities of daily living. He was not interested in revision of the system. Consequently, he elected to pursue removal of the generator in the hope that this would decrease his local pain. The removal took place on (B)(6) 2017, and the battery was found to be inverted and faced downward when the pocket site was opened. The implantable neurostimulator was removed, but the leads were left implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.